Manufacturer narrative:
An investigation was performed that determined damages to the lens face was likely a result of accidental user damage. There was no indication of either non-conforming material or no indication of design anomaly requiring further action.

Event description:
It was reported the c10-3v transducer had damage to the lens. This was associated with an epiq 5g ultrasound system. This issue was found outside of clinical use and there was no patient or user harm associated with this event. The service engineer confirmed the reported issue and replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.